Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, issues related to the blower assembly and system pca were observed. The device's blower assembly and system pca will be replaced to address the issues. Device has been evaluated but not yet repaired.